Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. It was reported that the patient was on support for twelve days and in spite of his native heart showing signs of recovery the patient expired due to sepsis, followed by disseminated intravascular coagulation.

Manufacturer narrative:
Explant date is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.